Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted cable connector from charged coupled device side, bad cable, water leaked between rear cover and gold ring or also named cos ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image issue, regarding color bar shown in monitor was due to bad cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image issue. The issue was found during reprocessing. There were no reports of patient involvement.